Event description:
It was reported by the customer that on (B)(6) 2010, the laser beam went straight out of the fiber at 40,000 joules. Also, it was reported that it was assumed that the fiber tip came off. The device was not returned for eval.